Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2014 with the following findings: the pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery cap threads damaged. Battery compartment crack observed below grip pad. Multiple eaw 177 low battery warnings observed in black box. Evidence of a partially discharged battery being installed observed in bb on 5/6/2014. There was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.